Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader did not power on with button, test strips or usb cable. The returned reader was sent for further investigation and de-cased. Internal visual inspection has been performed on the returned reader's pcba (prtinted circuit board assembly) and burn marks were observed on the u13 chip component. The reader's returned battery was measured at 0.0v, which was not within the specification of 3.7v to 4.2v. The battery was replaced with a new un-used battery however, the reader still did not power on. A thermal camera was used to monitor hot spots and hot spots were observed on the u2 chip.it has been deterrmined that the observed burn damage to the u2 and u13 compontents is consistent with the customer using a non- abbott provided usb adapter. The customer has yet to return the power adapter or usb charging cable however, the abbott power adapter only produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.